Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be swollen, the down/ok buttons were unresponsive during testing, the contrast button required excessive force to activate the pump, the up button was intermittently responding during testing, the contrast key contact was inverted and did not always spring back, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the ok keypad button was not activating the desired pump functions and the down arrow button was intermittently sticking. The pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.